Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up report will be submitted.

Event description:
Received info stating customer's pump stopped insulin delivery (auto-off safety feature) due to no interaction with the pump for 12 hours. Reportedly, customer's blood glucose level was impacted.